Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 500 mg/dl, which she treated with a manual insulin injection. The customer stated that her insulin pump was not delivering insulin. Troubleshooting was initiated for the high blood glucose and to inspect the pump. Her blood glucose on the phone was 526 mg/dl, and she did not report additional symptoms of hyperglycemia. The customer had changed her infusion set per doctor's instructions. The drive support cap appeared normal. The pump's insulin delivery settings were also programmed accurately. There were no alarms since the hyperglycemia began either. No missing boluses were noted upon review of the pump's bolus history. It was discovered that the customer did not rewind the pump after changing her infusion set and reservoir yesterday. No products were shipped or returned.